Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a degenerative mitral regurgitation with grade of 4. Two clips were implanted with no reported issues. There was sill a lateral jet in a1p1. Therefore, a third clip (20308r188) was advanced in the patient. Tension was felt due to the superior transseptal puncture; it was difficult to maneuver but ultimately successful. In addition, imaging was not good in the lateral portion of the valve. However, the leaflets were grasped and the clip was deployed. Post deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Another clip was attempted to be placed medial to the slda clip to stabilize it. However, they were not able to see the posterior leaflet and the clip was not implanted. The procedure was aborted with a final mr reduced to grade 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficult or delayed positioning to the anatomy appears to be related to challenging anatomy (posterior prolapse with flail) and procedural conditions. The reported single leaflet device attachment (slda) appears to be related to difficult or delayed positioning and poor imaging resolution. The reported poor image resolution was difficult to visualize attributed patient anatomy and procedural conditions. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.